Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06dec2020.

Event description:
It was reported that the ventilator's navigation ring was not working and the unit was powering on by itself. There was no patient involvement. The customer advised to not be able to go into diagnostic mode and was provided with part number for the user interface assembly.

Manufacturer narrative:
G4:16dec2020. B4:17dec2020. Upon a follow-up, the customer reported the issue was addressed. However, the customer did not provide additional information. Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.